Event description:
Customer called to report that the startup for the coulter ac.t diff2 analyzer failed, during which customer noticed fluid from a bath overflow on the counter and underneath the instrument. Customer stated that the vacuum was low and that the foam trap was full. The customer technical specialist generated a service request. Customer stated that patient results were not affected and that no one was harmed as a result of the instrument leak. On the same day, the field service engineer (fse) inspected the instrument and found low vacuum errors. The fse replaced the drain (waste) filter, vacuum isolation chamber, and fluid barrier filter. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).